Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (chronic), worse with menses') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) for bleeding menstrual heavy and irregular periods, omeprazole (prilosec) since 2009 for heartburn as well as biotin, cetirizine hydrochloride (zyrtec), melatonin and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse") and breast pain ("breast pain/tenderness"). In 2009, the patient experienced paraesthesia ("numbness/tingling in hands- feels like my palms are on fire"). In 2010, the patient experienced coital bleeding ("bleeding/spotting after sex") and weight fluctuation ("weight fluctuations"). In 2011, the patient experienced arthralgia ("joint pain- mostly knees"), feeling abnormal ("brain fog - cloudiness"), memory impairment ("forgetfulness") and dry eye ("dry eyes"). In 2012, the patient experienced constipation ("constipation") and abdominal distension ("severe bloating - very uncomfortable/ abdominal bloating"). In 2014, the patient experienced anxiety ("anxiety/ anxious") and mood swings ("mood swings"). On an unknown date, the patient experienced headache ("headaches, multiple per week"), fatigue ("fatigue"), depression ("depression"), menorrhagia ("menses with sometimes longer or heavier flow"), menometrorrhagia ("heavy and irregular menstrual cycles/ menstrual irregularities"), vaginal haemorrhage ("continuous spotting"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge odorless- increases around the time of my cycle"), libido decreased ("decreased sex drive"), urinary incontinence ("leakage of urine"), fungal infection ("yeast infections at least 2 per year"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), anaemia ("anemia, hgb/hct low"), increased tendency to bruise ("unexplained/easily bruising- mystery bruising"), autoimmune disorder ("possible autoimmune disorders"), raynaud's phenomenon ("raynaud's syndrome"), alopecia ("hair thinning") and restless legs syndrome ("restless limbs") and was found to have weight increased ("most recently unexplained weight gain"). The patient was treated with ciclosporin (restasis), clorazepate dipotassium (clorazepate), hydroxychloroquine, sertraline hydrochloride (zoloft) and surgery (surgery for essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, headache, fatigue, depression, dyspareunia, weight increased, menorrhagia, menometrorrhagia, vaginal haemorrhage, bacterial vaginosis, libido decreased, coital bleeding, urinary incontinence, breast pain, arthralgia, constipation, abdominal distension, dysgeusia, dyspepsia, feeling abnormal, memory impairment, anxiety, paraesthesia, anaemia, increased tendency to bruise, autoimmune disorder, raynaud's phenomenon, alopecia, dry eye, weight fluctuation, mood swings and restless legs syndrome had not resolved and the fungal infection outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, breast pain, coital bleeding, constipation, depression, dry eye, dysgeusia, dyspareunia, dyspepsia, fatigue, feeling abnormal, fungal infection, headache, increased tendency to bruise, libido decreased, memory impairment, menometrorrhagia, menorrhagia, mood swings, paraesthesia, pelvic pain, raynaud's phenomenon, restless legs syndrome, urinary incontinence, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- case was upgraded from non-serious incident serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA (B)(4) on 19-oct-2015. The most recent information was received on 15-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (chronic), worse with menses') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) for bleeding menstrual heavy and irregular periods, omeprazole (prilosec) since 2009 for heartburn as well as biotin, cetirizine hydrochloride (zyrtec), melatonin and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse") and breast pain ("breast pain/tenderness"). In 2009, the patient experienced paraesthesia ("numbness/tingling in hands- feels like my palms are on fire"). In 2010, the patient experienced coital bleeding ("bleeding/spotting after sex") and weight fluctuation ("weight fluctuations"). In 2011, the patient experienced arthralgia ("joint pain- mostly knees"), feeling abnormal ("brain fog - cloudiness"), memory impairment ("forgetfulness") and dry eye ("dry eyes"). In 2012, the patient experienced constipation ("constipation") and abdominal distension ("severe bloating - very uncomfortable/ abdominal bloating"). In 2014, the patient experienced anxiety ("anxiety/ anxious") and mood swings ("mood swings"). On an unknown date, the patient experienced headache ("headaches, multiple per week"), fatigue ("fatigue"), depression ("depression"), menorrhagia ("menses with sometimes longer or heavier flow"), menometrorrhagia ("heavy and irregular menstrual cycles/ menstrual irregularities"), vaginal haemorrhage ("continuous spotting"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge odorless- increases around the time of my cycle"), libido decreased ("decreased sex drive"), urinary incontinence ("leakage of urine"), fungal infection ("yeast infections at least 2 per year"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), anaemia ("anemia, hgb/hct low"), increased tendency to bruise ("unexplained/easily bruising- mystery bruising"), autoimmune disorder ("possible autoimmune disorders"), raynaud's phenomenon ("raynaud's syndrome"), alopecia ("hair thinning") and restless legs syndrome ("restless limbs") and was found to have weight increased ("most recently unexplained weight gain"). The patient was treated with ciclosporin (restains), clorazepate dipotassium (clorazepate), hydroxychloroquine, sertraline hydrochloride (zoloft) and surgery (surgery for essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, headache, fatigue, depression, dyspareunia, weight increased, menorrhagia, menometrorrhagia, vaginal haemorrhage, bacterial vaginosis, libido decreased, coital bleeding, urinary incontinence, breast pain, arthralgia, constipation, abdominal distension, dysgeusia, dyspepsia, feeling abnormal, memory impairment, anxiety, paraesthesia, anaemia, increased tendency to bruise, autoimmune disorder, raynaud's phenomenon, alopecia, dry eye, weight fluctuation, mood swings and restless legs syndrome had not resolved and the fungal infection outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, breast pain, coital bleeding, constipation, depression, dry eye, dysgeusia, dyspareunia, dyspepsia, fatigue, feeling abnormal, fungal infection, headache, increased tendency to bruise, libido decreased, memory impairment, menometrorrhagia, menorrhagia, mood swings, paraesthesia, pelvic pain, raynaud's phenomenon, restless legs syndrome, urinary incontinence, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.